Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to discomfort. Intraoperatively, the surgeon identified a pseudotumor and widespread necrosis of the soft tissue. Corrosion was also found on a portion of the femoral head.